Event description:
The customer reported that her insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field. The caller mentioned that the insulin pump has several cracks in the reservoir compartment and the bottom of the device as a result of dog chewing it. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked reservoir tube and dog chew marks on the case. The device was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm motor errors. The motor passed the motor test.